Event description:
Two endeavor sprint rx drug-eluting stents were implanted, one in the mid lad and one in the distal lcx. (MFR report# 2953200-2010-00915) at 1 month, 6 month and 12 month follow-ups pt was asymptomatic / free of symptoms. It is reported that spontaneous intracranial bleeding / stroke occurred approximately 14 months following index procedure. Pt was admitted for brainstem hemorrhage. CT brain scan revealed massive left cerebellar ich with ivh and hydrocephalus. It is reported that the pt expired two days later. Investigator has indicated that the event was not related to the study stents. It was reported that the death was not associated to mi and there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
(B) (4). Evaluation results: cva/stroke and death.